Event description:
Syringe was broken and cement leaked when the doctor extruded cement into the femoral canal. Time of surgery was extended by 60 minutes. There were no adverse consequences to the patient

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
A sample was returned for investigation. A large amount of polymerised cement was present in the barrel ending at the tip of the nozzle and a small amount of cement had escaped past the piston. The most likely root cause is late extrusion. No corrective action is deemed necessary at this time. Depuy (B)(4) will closely monitor any complaints of this nature. A large amount of polymerised cement was present in the barrel ending at the tip of the nozzle and a small amount of cement had escaped past the piston. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.